Event description:
In 2008, the pt was treated for a ruptured thoracic aortic aneurysm with two gore tag thoracic endoprostheses. Twenty three centimeters of the descending thoracic aorta was covered. Twelve hours procedure, the pt experienced paralysis. The pt was started on hypertensive medicines raising maps to 110 and lumbar drainage. One week later, the pt expired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: tg3420